Manufacturer narrative:
A ge service rep performed an on site investigation. The connector was tightened. The system was then found to be operating as intended.

Event description:
The customer reported the system shut itself down without command. No pt injury reported.